Event description:
Information received from the field notes that the patient came into the office with complaints of shortness of breath on normal exertion. A review of previous interrogations noted that 10 days post implant, the battery data was 2.70v, 128ua and <1 kohms. On subsequent visits, the device continued to show premature battery depletion and a high current drain. Therefore, the device was replaced.